Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00599. An air embolism with st elevation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman® access system and 27mm watchman ® laa closure device & delivery system were used. The delivery system was inserted into the access system and air was noted in the delivery system. They aspirated the delivery system and then deployed the closure device. On cine and echocardiogram, air was then visualized behind the closure device. The physicians did not want to recapture the closure device and risk a large air embolism. All of the release criteria were met, so the closure device was released. The feet of the device were narrow and the device was canted. St elevation was noticed and the patient was put on 100% oxygen. On the echocardiogram, a pericardial effusion was noticed. A small drop in the patient's blood pressure was observed and the patient was monitored. The patient was given protamine and a pericardiocentesis was performed which removed 130cc of blood. The patient was monitored and was alert and oriented a few hours after the procedure.